Manufacturer narrative:
H6 (health effect - impact code) correct code is 2563 (f1910) "cancelled/aborted surgical procedure" which is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Follow up is ongoing to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results.

Event description:
As reported, during a maastricht 3 multi-organ harvesting (moh) procedure, the balloon of this fogarty occlusion catheter failed after 40 minutes. It was inflated to 30 ml according to the manufacturer's recommendations. Due to this, there was recirculation and restart of cardiac activity. The pmo procedure was interrupted, and no organs were harvested. The x-ray control confirmed the balloon was deflated. The device was available for evaluation.

Manufacturer narrative:
Updated section h6(component code), h6(type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of balloon issue was confirmed. Balloon was ruptured in the central area. The edges of ruptured latex did not appear to match. Both balloon windings were intact. No other visible damage was observed from catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, balloon inspections are performed during the manufacturing process. The IFU was reviewed and it indicates: "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume for each size catheter . Exposure to calcified plaque within the vessel may increase the possibility of balloon rupture." All events will continue to be reviewed and monitored.